Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the console displayed intermittent "coolant low alarm" was not confirmed during functional testing of the console. However, the analysis of the retrieved event log confirmed the reported event. No device malfunction was observed during the testing and the console worked as intended. The root cause for the reported complaint is undetermined. Upon visual inspection no physical damage was observed. The event log review revealed tcmid:05 (coolant diff failure) error messages. In addition, tcmid:07 (coolant temp high) error message. Checked the connections between the lm probe, pic 16 and I/o board. Also, checked the coolant block connections and led indicators. No malfunction related to the error messages were observed. Therefore, the root cause for the error message is undetermined. Functional testing was performed and no issue was observed. Following service, the console passed all testing criteria and meets performance specifications.

Event description:
During patient use, the thermogard console (sn (B)(4)) intermittently displayed "coolant low alarm" message, following this the console was replaced and continued with ivtm therapy. No consequences or impact to patient.